Event description:
A facility reported an external drainage system (ID 821732c) was leaking through one of the bottom corners of the bag during transport. Product was in contact with the patient; however, no patient injury was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.